Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2025-10709. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the staff stated that the port to inflate the balloon on the rectal tube detached when it was used on the patient. A new rectal tube was inserted and its inflation port also detached. The reference for the rectal tube is sms002, lot # ngkn2344. Rl was submitted and staff temporarily secured the port with tape. The nurse educator reviewed and confirmed that the issue was likely due to a faulty device, not staff practice. The remaining rectal tubes in d5icu are from different lot numbers.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the staff stated that the port to inflate the balloon on the rectal tube detached when it was used on the patient. A new rectal tube was inserted and its inflation port also detached. The reference for the rectal tube is sms002, lot # ngkn2344. Rl was submitted and staff temporarily secured the port with tape. The nurse educator reviewed and confirmed that the issue was likely due to a faulty device, not staff practice. The remaining rectal tubes in d5icu are from different lot numbers.